Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer via a manufacturer representative reported pain and discomfort over the implanted site when standing next to a printer and also when using a ¿microphone mosquit¿ for talking. Additional information received reported troubleshooting as rechecked with programmer, normal impedance values, and normal therapy measurements. The ins was programmed with unipolar programming, is programmed to positive + and the electrode pole 2 and 3 to minus -. It was noted that no actions or interventions have been taken or are planned. It was noted that the consumer has had discomfort since 2014, whether she is near a printer or wearing a speaker mosquito net. If she had the amplifier on the other side of the ins, then something better. She has also felt discomfort when she is close to a speaker since 2006. The consumer was fine, and no further actions will be taken from the doctor. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.